Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast reconstruction with smooth mentor memorygel breast implants (190cc on the left and 215cc on the right) experienced bilateral breast ptosis postoperatively. As a result, the patient underwent explantation and replacement with 215cc smooth mentor memorygel breast implant, catalog # 3507215mc, left lot-serial # (B)(4) on (B)(6) 2020. No information available for right-sided replacement; if additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the right-sided implant.